Event description:
**Update** (B)(4) 2013 - the sales rep has reported the revision surgery. Patient was revised to address pain and elevated ion levels. It was also noted that the MRI showed effusion about the hip.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Dor provided. Medical records indicate patient was revised due to pseudotumor, necrotic tissue, osteolysis and bone loss. The information received does not change the MDR decision. Complaint updated (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, inhibited patients ability to walk, and will require a revision surgery. **update** (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.